Event description:
It was reported that: during surgery after approx 3 minutes after switch on, the device suddenly shut down. The user reportedly became aware of this via external pt monitoring. After entering the room, a black screen and a not working ventilation was observed. Manual ventilation was started. After a couple of minutes, the machine came back on with the same settings as used before. The surgery/examination was finished with the same machine with no further problems. No pt injury reported.

Manufacturer narrative:
The investigation is still ongoing. The investigation results will be submitted in a f/u report.